Event description:
The manufacturer received information alleging a ventilator alarmed and stopped working. There was no harm or injury reported. The device has not yet been returned to the manufacture for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly stopped working. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module pca was replaced and the software reloaded to address the issues.